Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that 16 hours after an open duodenal resection, the patient went into shock. The patient was taken back to surgery and abdominal bleeding was found. The surgeon identified a 4 mm artery, which was sealed initially with ligasure, to have opened. Additional questions, including a request for an update on the current patient status, have been asked.